Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
This is the same event and the same pt reported under MDR ID #3005113652-2014-00642. This is the first MDR submitted for the first suspect product, juvederm voluma xc. Healthcare professional reported that after injection with juvederm ultra xc in the oral commissures and nasolabial folds, the pt experienced swelling all over the face, cheeks, and under the eyes. Pt was treated with prednisone injections, hylenex, cipro and biaxin. The following week, "the pt looked good and had less swelling." And was prescribed minocycline. Pt returned to the healthcare professional approximately one week later and presented with worsening swelling, and was treated with additional hylenex.